Event description:
It was reported that the implantable neurostimulator (ins) had a high impedance issue with electrodes 0, 1, and 3. The action required as a result of the event was that the device was not implanted. It was noted that the diagnostic testing and troubleshooting performed included impedance testing. The product issue was not resolved and the cause of the issues was not determined. It was reported that when the lead was inserted into the ins hub blue was visible and the lead was clean. After performing the impedance check high impedances showed on 0, 1, and 3. The health care provider (hcp) disconnected the ins using the torque wrench and disconnected the lead from the battery. High impedances showed on the exact same electrodes and they increased the amplitude limit for the test and the impedance test was repeated showing the same result. It was reported that the hcp asked for a new battery and the new ins was connected. Impedances showed normal and within acceptable range. The hcp closed the pocket and the case was completed. It was noted that facility kept the battery in question and were returning it to the manufacturer. The patient status was alive with no injury and there were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0gp2u, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no significant anomaly. The ins setscrew was backed out too far. A known good lead was attached to the returned ins and the ins and the distal end of the lead were placed in a 0.9% saline solution. Using a clinician programmer impedances were measured and normal impedances were measured on all circuits and electrode pair combinations. H6. Conclusion codes have been updated.

Event description:
Additional information received reported that the device had been returned and should be in the process of being evaluated any day now.